Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, failed alpha I, old, calcified biofilm on pump. Surgeon noted that the pump was calcified and extremely hard. The patient reported that they could not pump prior to surgery. The cylinders were reported to be thin in some places, but intact. The original reservoir was on the patient's left and was drained/retained. The patient was unable to inflate the device. The explant was discarded.